Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 16x2.50mm rebel stent was selected to treat the lesion but device failed to cross the lesion. The physician removed the device and further dilatation was done. The device was then reintroduced, however, it was noted that a stent strut was raised. The procedure was completed with a different device. No patient complications were reported.